Event description:
The device reportedly gave a constant connect electrodes message when attached to a pt. A backup device was used to continue treatment. The electrodes were not retained following the reported event. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.